Manufacturer narrative:
Product event summary: analysis found the programmer passed incoming functional test, however, system errors were found in the programmer error logs. Analysis also found the cable insulation of the stylus was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer generated a "fatal" error. Follow-up determined that it occurred during initial interrogation and that the user turned the programmer off and switched it out. The programmer has been returned for service. No patient complications have been reported as a result of this event.